Event description:
During pacemaker implant, screw-in lead was introduced into the left subclavian vein and advanced towards right atrium. The lead was screwed into right anterior atrium without reasonable p-wave sensing. Lead could not be repositioned because of the lead malfunction secondary to screw spring failure (screwtip broke off lead). Lead was removed and spring was left embedded in right atrial myocardium. A second atrial lead was successfully positioned into the right atrial appendage with acceptable sensing, threshold, current and resistance parameters. Pt was discharged from hosp with no permanent deficits and an appropriately functioning pacemaker.